Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced.